Event description:
New information received indicated that patient presented for device check on (B)(6) 2017. Noise was not reproduced with isometric movements. There were multiple episodes of noise with noise reversion, and the high voltage therapy of the device remains off. The leads remain electrically stable. The patient is stable and will be monitored via remote home monitoring.

Event description:
It was reported that the device detected noise. Multiple episodes of noise revision were observed that seemed to occur at the same time, mid-day. External emi was suspected. Programming changes were made with tachy therapies programmed off. Lead parameters appeared stable and no inappropriate therapy was delivered to patient. The device had previously detected inappropriate auto mode switch. There were no adverse consequences to the patient.